Event description:
A.m.I. Inc. Was found on (B)(6) 2012 that pt had been treated for hemorrhoids on an unspecified date with a.m.I. Hal/rar system. Post operatively, the pt developed a case of necrotizing fasciitis resulting in loss of tissue and six weeks of hospitalization. The pt was reported to be diabetic and obese.

Manufacturer narrative:
Distributor contacted the hospital for a general sales call and was informed of the incident. The device functioned appropriately and there was no issue during the procedure itself. Several accessories are provided by the MFR for use with the device. These include single use probe and sleeve provided sterile. Also provided not sterile are a handle, knot pusher and a needleholder. The sterilization records of the probe and sleeve were reviewed and found in order. No other incidents of infection were reported with that lot anywhere in the world. The lot number for the sterile probe and sleeve was not provided by the hospital but the hospital only received two lot numbers. This procedure also requires the use of needles and sutures and other surgical instruments (i.e. Surgical scissors) not provided by a.m.I. (B)(4). There is not direct evidence or indication from the surgeon tha an a.m.I. (B)(4) product is the source of the infection. The medical device is being retrieved for investigation.